Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed and fluid inside was observed inside the bag that contained the sample which suggested a leak occurred. The cause of the fluid inside the bag was due to the broken tubing at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing was remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked from the unspecified location. The device was filled with 10800mg benzylpenicillin in 0.9%.sodium chloride the issue was identified before use. There was no patient involvement. No additional information is available.